Event description:
It was reported that the device would give a motion detected alarm, while the device was not being used and was sitting still. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of the patient connector cable assembly. After replacing the patient connector cable assembly, proper operation was confirmed and the device was returned to the customer.